Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) and chronic right ventricular (rv) defibrillation lead, exhibited high out of range shock impedance measurements greater than 125 ohms. The local field representative reported that acceptable shock impedance measurements were obtained when the programmed configuration was set rv coil to can. All other programmed parameters resulted in high out of range shock impedance measurements. Boston scientific technical services (ts) discussed troubleshooting options. Additional information was received from the local field representative that all setscrews were tightened and rechecked and the programmed configuration was left rv coil to can. Defibrillation threshold (dft) testing was successful. No adverse patient effects were reported.